Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system, where it successfully passed recognition and engagement testing. It demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed properly. The instrument also passed both the grip and bumper tests. The reported complaint was neither replicated nor confirmed during the failure analysis, as the instrument was recognized by the test system and passed all functional evaluations. The instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument did not turn properly and was difficult to open. The procedure was completed with no reported injury.